Event description:
It was reported that the customer's insulin pump suddenly shut down as the patient was changing the infusion set. Customer stated the insulin was squirting out during the manual prime process. Customer also stated insulin continued to drip after the motor stopped during the manual prime process. Customer's blood glucose was 426 mg/dl and treated with an injection. Customer reported that alarm was resolved by a complete set change. Customer would like to return the infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.